Event description:
Pt states she has been having trouble with the whisperject. Mylan nurse came on monday and provided live training. The device did not work for her twice this week and 2 doses were wasted. When she injected manually, she bled. "Warm transferred pt to mylan nurse to troubleshoot and assist." Reported to (B)(6) by pt/caregiver.